Manufacturer narrative:
Qn#(B)(4). The customer returned one product lidstock, guide wire assembly, and catheter for evaluation. The guide wire contained obvious signs of use in the form of biological material. Likewise, the guide wire cap was not returned with the assembly, indicating the guide wire had been manipulated by the customer. Visual examination of the guide wire revealed one distinct bend and a deformed distal j-tip. Visual examination of the returned catheter did not reveal any defects or anomalies. The prominent bend in the guide wire body was located 440 mm from the proximal end. The total length of the guide wire measured to be 599 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the guide wire measured to be 0.792 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was able to advance through the returned catheter with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of guide wire damage was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. However, the guide wire contained obvious signs of use which contradicts the reported time of discovery prior to use. Based on this finding, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the guidewire was folded and crooked at the time the package was opened.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guidewire was folded and crooked at the time the package was opened.